Event description:
It was reported that both monitors on the 9800 system would intermittently turn off. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The both monitors were replaced during the service call. The system was tested and found to be working as intended and put back into service.